Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that an unspecified malfunction alarm occurred. Reportedly, when customer called to troubleshoot with tandem technical support, cts was unable to hear the customer and the call dropped.the customer reverted to an alternate method of insulin therapy. There was no adverse impact to the customer¿s blood glucose level.